Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received error continued to occur after a site change. Blood glucose was unknown. Customer also reported that battery life was diminished,crack above right hand corner outside of display screen and also reported that small crack was found near battery cap area and unexpected no delivery alarm was found. The insulin pump will not be returned for analysis.